Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. Customer reported that he was prompted to change the battery and is unable to get it to power back on. Customer states display is blank currently. Customer reported that insert battery alarm did not display on the pump screen. Customer stated that the contacts on the battery cap are missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and selftest. Blank display not confirmed. Unexpected battery power loss not confirmed. Labeling anomaly not confirmed. Pump not received with original battery cap. Battery cap cracked/damaged unknown. Pump received with serial number label missing

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Unexpected battery power loss not confirmed. Labeling anomaly not confirmed. Device not received with original battery cap. Battery cap cracked or damaged unknown. Device received with serial number label missing.